Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened, and procedure was delayed, and it was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the fluoroscopy was not functioning. After reviewing log file, fse found an exception was encountered in the generator. To resolve the problem, fse replaced kvma. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy did not function during a procedure. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.